Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) was observed to have one battery not charging up. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11 corrected field: h6 (medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to recreate the failure. There were no related faults in the log. The batteries were fully charged overnight. Product passed all functional and safety tests per manufacturer specifications and was returned to normal use.

Event description:
It was reported that in cardiosave intra aortic balloon pump(iabp) one of the batteries are not charging up. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.